Event description:
It was reported that there was play in the gastrointestinal videoscope's knob control angulation and less angulation in the upward/downward direction. It was added that the insertion tube was discolored. This occurred during a procedure. There was no report of patient harm. The device was returned, evaluated, and foreign objects were found in the following parts of the device: the adhesive around the objective lens, the plastic distal end cover, the bending section cover, the upward/downward and right/left knob, and the universal cord. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign objects found in various parts of the device (the adhesive around the objective lens, the plastic distal end cover, the bending section over, the upward/downward and right/left knob, and the universal cord), the following were found: the image had black dots due to damage on the charged couple device; the nozzle was deformed; water removal ability did not meet the standard value due to deformation of the nozzle; the adhesive on the bending section cover was detached; the connecting tube, and the control section were stained; the bending in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the suction cylinder and the forceps channel port were shaved; and there were scratches on the objective lens, the scope cover, the grip, switch#1, the universal cord, the suction connector, and the scope connector cover unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif-q150 operation manual chapter 3 preparation and inspection gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.